Manufacturer narrative:
(B)(4).

Event description:
It was reported there was intermittent stimulation after the pt bent over to pick up keys. Per the reporter, there was no excessive bending, just normal bending, and the intermittent stimulation had lasted since the previous weekend. The impedances were measured and the results were normal. Additional info has been requested. A f/u report will be sent if additional info becomes available.